Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the could not be identified. Based on the results of the investigation the probable: connector crack causing water ingress, coupler deterioration causing looseness and cable failure causing image defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited water ingress, coupler deterioration causing looseness and image defect. There was no patient involvement.